Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal and proximal conductors.

Event description:
It was reported that during an implant procedure, the epicardial lead was positioned in various spots in the left ventricle, but there was high capture threshold and then no capture. The impedance was also high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.